Event description:
Physician was performing procedure using a zeiss thin shutter microfilter with an argon laser. Physician noticed a minimal amount of green light flashback. Physician put on goggles and completed the procedure. User facility reported that there was no significant exposure and no follow-up done on their part. There was no injury to physician.